Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * what tissue was being sutured when it was noted that the needle tip was missing?yes * was additional dissection required in other organs/tissues other than the target tissue? No * was there any additional tissue damage as a result of searching for the needle piece?no * please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep)paula crevison rn quality coordinator to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2023 and suture was used. During a gyn surgery with closure of wound, while suturing patient in surgery, suture needle was noted to be 2-3 mm missing the tip when compared to another needle. Wound was examined, floor examined and table inspected with no tip of needle found. An x-ray of the abdomen was order on the patient which resulted with no needle tip found in patient. Guidelines followed. No patient consequences were reported. Additional information was requested.